Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. During visual inspection of the claimed device, it was noticed that there was a lot of dirt surrounding the screen. The screen was cleaned and the memory wa cleared to correct the fault. A serial readout was performed for analysis. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the open and close clamp buttons of the centrifugal pump 5 (cp5) became unresponsive during a procedure. The perfusionist used manual clamping for the rest of the case. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) received further information which revealed that the firmware of the device was related to a known issue and could be the root cause for an unresponsive touch screen. This is a known issue and a corrective action is in progress for this issue.